Event description:
A patient reported experiencing inaccurate erratic results with an otb meter. The patient's blood glucose results were 165, 132, 78, 32 mg/dl. Tests were done within 20 minutes with a difference of 63%. Patient did not experience any adverse events. No further information has been reported.